Event description:
The customer stated a patient generated a platelet result of 15 k/ul on the cell-dyn 1800 analyzer. The specimen was retested yielding a platelet result of 15 k/ul and was reported to the physician. No errors or flags were generated on either of the results. The patient was sent to another facility where a second specimen was collected and generated platelet results of 115 and 116 k/ul. The original specimen was retested on the cell-dyn 1800 with platelet results of 116 and 117 k/ul. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Rbc/plt transducer bubble mix line. The customer reported having imprecision issues with red blood cell (rbc) and plt prior to calibration. The customer resolved imprecision after cleaning the aperture plate and replacing the sample syringe. Precision passed and the cell-dyn 1800 instrument was successfully calibrated. Quality control (qc) was within range post-calibration. The customer checked the rbc/plt transducer bubble mix and noted very poor to absent bubble mixing. The customer checked the wbc transducer bubble mix and noted very good bubble mixing. The customer requested instrument service for issue resolution. A field service representative (fsr) replaced the bubble mix line due to dried salts present in the line and poor mixing action to correct the bubble mix issue. The fsr verified that the wash block was free of cracks; however, noticed a misalignment to the probe. The fsr aligned the probe to the wash block, ran precision, and quality controls. All recovered within range. The cell-dyn 1800 instrument was performing within specifications, no further investigation was required. The cell-dyn 1800 system operator's manual provides information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. Troubleshooting instructions are provided due to imprecise results (poor precision) due to inconsistent bubble mixing in the mixing chambers. A non-statistical trend (nst) complaint review was performed for the reported issue and no nst was identified. Based on the investigation, no product issue was identified for the cell-dyn 1800 related to the reported issue. There was no systematic issue with the cell-dyn 1800 product line. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.